Event description:
Reporter indicated that a lead break was noted during generator replacement surgery for end of service. Device diagnostic testing of new generator connectedf to original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Upon examination of the original lead, a break in the insulation was found at an area where a tie-down had been placed. The lead was also replaced.